Event description:
It was reported four instruments from an mpe set were damaged, the threads show burrs and devices are unused. The devices are the same part number but 2 different lot numbers. This is report 4 of 4 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg investigation revealed the device was returned with the first thread slightly deformed. No other anomalies were noticed. The threads are deformed which will not allow for accurate measurement. The other dimension measure were found within print specification. It is concluded this complaint is indeterminate from a mfg standpoint, because the damage portion of the product makes physical dimensional verification impossible.